Manufacturer narrative:
This information was not provided in initial report of the incident. Additional information has been requested but no response has been received to date. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No evaluation could be drawn as no device was returned. The subject device has not been positively identified as a synthes device.

Event description:
Patient suffered a fractured pelvis in a horseback riding accident and two "reconstruction plates" were implanted on (B)(6) 2003. Patient was released back to work light duty using a walker on (B)(6) 2003. Patient heard a pop while walking on (B)(6) 2003 and x-ray showed 1 plate fractured. Removal of broke plate is unknown. Positive identification as a synthes plate has not been received.